Event description:
It was reported to resmed that a patient's oxygen saturation did not increase after the patient was placed on a stellar device. There was no serious injury reported as a result of this incident.

Manufacturer narrative:
The stellar device was not returned to resmed. An investigation was performed on all available information. Review of the device data logs did not indicate any malfunction of the device during the time that the device was in use. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Per the stellar user guide, the stellar is not a life support ventilator. The stellar is contraindicated in patients who are unable to endure more than brief interruptions in ventilation. Resmed reference #: (B)(4).

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Per the stellar user guide, the stellar is not a life support ventilator. The stellar is contraindicated in patients who are unable to endure more than brief interruptions in ventilation. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a patient's oxygen saturation did not increase after the patient was placed on a stellar device. There was no serious injury reported as a result of this incident.